Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. The nurse¿s report regarding the patient having an initial drain alarm possibly set incorrectly could not be confirmed because there were no logs available for review. The device was not returned, therefore the reported issue could not be confirmed and the cause could not be determined. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 101 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device during use. The initial drain alarm was set to 0ml because the patient had a programmed last fill of 0ml. The registered nurse (rn) stated the hp put in a manual fill of 2l and got on the machine. The hc drained 32ml and then moved on to fill 1. When the hp completed therapy, they got the alarm and called the rn. The rn was aware that since the initial drain alarm was set to 0ml, if there was no flow detected the machine would move on to fill 1. The rn was also aware that the strength of solution being used could affect this because the hp was previously advised by the rn to switch from 2.5% to 1.5% solution. The rn advised the hp that if they were doing a manual fill, they would need to monitor the initial drain. The hp was going to continue to use the hc device after the nurse adjusts some therapy/solution options. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.